Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -12.5/1.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same model/ length lens due to excessive vault. Reportedly, "according to the assessment of post-op arch, change the icl position from horizontal to vertical." The problem was resolved. The cause of the event was reported as unknown.